Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 25x5/8 rb had leakage. Complaint via email. Please review the branded product quality complaint involving (B)(6) item# 9872220 from our customer. The customer has been issued a return label to return the product for evaluation. Product description: syringes w/needle ll disp 3cc. Hsi item number: 9872220. Manufacturer part number: 309570. Lot or serial number: lot number: 5345078 issues: the office received syringes that are leaking per fsc.

Manufacturer narrative:
(B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.